Event description:
It was reported that during a left heart catheterization procedure, a balloon rupture occurred. The lesion was located in the mid right coronary artery (rca). The details of the lesion are unknown. A apex otw 2.00x30mm was inserted. In the mid rca the balloon was inflated to 14 atmospheres (atms) for 40 seconds. The proximal rca was inflated for 60 seconds at 16 atms. A 2.5x30mm non bsc stent was inserted. In the mid rca the stent was deployed at 12 atms for 15 seconds. In the mid rca the stent was re-inflated to 14 atms for 10 seconds. A 3.0x30mm non bsc stent was inserted. In the proximal rca the stent was deployed at 14 atms for 20 seconds. A 2.75x20mm apex otw was inserted. In the mid rca the 2.75x20mm apex over the wire balloon was inflated to 18atms for 45 seconds. On the second inflation the balloon was inflated for 10 seconds at 20 atms. On the third inflation in the proximal rca, the balloon was inflated between 20-22 atms for 5 seconds and ruptured. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is considered user error related, as the device was not used in accordance with the dfu. The device was inflated past the rated burst pressure. (B)(4).